Manufacturer narrative:
Type 2 diabetic reported an emergency room visit due to hyperglycemia. Patient took prednisone for pneumonia and bg increased to 400s mg/dl on (B)(6) 2017. At the emergency room patient received insulin and fluids and bg improved to 300s mg/dl. Patient put on a new vgo when she returned home from emergency room visit and bg went to 300-400s mg/dl. Patient reported she stopped taking the prednisone. Bg improved to 200-220 mg/dl. Device was not returned for evaluation. Root cause could not be confirmed, however it is likely the pneumonia and prednisone may have contributed to the hyperglycemia.

Event description:
Type 2 diabetic reported an emergency room visit due to hyperglycemia. Patient took prednisone for pneumonia and bg increased to 400s mg/dl on (B)(6) 2017. At the emergency room patient received insulin and fluids and bg improved to 300s mg/dl. Patient put on a new vgo when she returned home from emergency room visit and bg went to 300-400s mg/dl. Patient reported she stopped taking the prednisone. Bg improved to 200-220 mg/dl. Device was not returned for evaluation.

Manufacturer narrative:
V-go lot # provided was used to produce multiple finished goods lots. The most current UDI# was provided in block d4 and the other UDI's are listed here: (B)(4). Block d4 - UDI # provided, block e1- initial reporter corrected block e2- health professional - no checked block e3- non healthcare professional block g7- follow up #1 block h2- correction/additional information checked block h4- manufacture date provided.